Event description:
The following was reported to davol by the patient's atty. On (B)(6) 2008, the patient was implanted with a davol/bard composix kugel mesh. The mesh remains implanted causing the patient "severe pain and suffering." The atty's report alleges sever pain, permanent injury, additional medical treatment, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's atty did not allege a specific device failure or patient injury and medical records have not been provided. We have contacted the initial reporter to request additional information. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.